Event description:
It was reported a spectrum pump had a door which would not close. It was also reported there was no patient incident. During baxter's evaluation, it was discovered a spectrum pump had "door jammed" alarms in the event history log. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of "door jammed" alarms in the event history log was confirmed. However, the pump door was found to close without any additional force needed. The pump was reworked per baxter's service procedure.